Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" however; specific value not provided, needing settings adjustment. Customer did not provide how bg was addressed. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.